Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that an infusion was programmed at a rate of 30ml/hr. The drip rate appeared much faster than programmed and appeared to be similar to a bolus rate. There was no patient harm reported. Although requested, no additional information was provided.

Event description:
It was reported that a patient arrived from the operating room (or) and had two infusions running. A third infusion of dextrose 5% (d5) 1/2 ns 500ml IV bag was programmed at a rate of 30ml/hr as a continuous infusion. Within minutes after setting up the infusion, the drip rate appeared much faster than programmed and appeared to be similar to a bolus rate. The event occurred in the cardiac surgery intensive care unit (csicu). There was no patient harm reported. It was later reported that in review of the event logs there were no programming errors noted. Also, the incident large volume pump (lvp) performed within specification during functional testing, and passed all preventative maintenance (pm) tests with no faults.

Manufacturer narrative:
Investigation conclusion: the report of an overinfusion of dextrose was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time of the reported event. There were no anomalies observed with the returned primary set (model 2420-0007) and there were no leaks observed from the set. The source disposable set (model 2420-0007) was evaluated for concentricity and was found to be within specification. Functional testing performed found the pump module to be delivering fluid within specification. Device inspection: pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed with corrosion. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Fluid residue was observed under the membrane. The sear was observed with dry fluid residue restricting movement of the sear. All parts inspected are manufactured by bd. A used primary set model 2420-0007 was received for investigation. The primary set was inspected for incomplete bonding engagements, holes/tears in the tubing and for damaged smartsites. No anomalies were observed with the primary set. Root cause analysis: the root cause of the reported overinfusion was not identified. Device history review: a review of the device history record showed device had a manufacture date of 28dec2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received for evaluation.

Event description:
It was reported that a patient arrived from the operating room (or) and had two infusions running. A third infusion of dextrose 5% (d5) 1/2 ns 500ml IV bag was programmed at a rate of 30ml/hr as a continuous infusion. Within minutes after setting up the infusion, the drip rate appeared much faster than programmed and appeared to be similar to a bolus rate. The event occurred in the cardiac surgery intensive care unit (csicu). There was no patient harm reported. It was later reported that in review of the event logs there were no programming errors noted. Also, the incident large volume pump (lvp) performed within specification during functional testing, and passed all preventative maintenance (pm) tests with no faults.